Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during use, the injection hub was cracked and leakage was confirmed. A new device was used. No delay or interruption in therapy. No patient injury reported.

Manufacturer narrative:
(B)(4). A 16ga x 12" single lumen catheter (k-04400-001a) was returned for evaluation. A visual exam was performed and it was observed that the catheter showed evidence of use. The catheter box clamp was still attached to the catheter body with suture threads attached to the box clamp suture wings. Microscopic examination of the returned sample revealed a crack along each of the luer hub suture wings. The cracks were both along the base of the suture wings where the wings connect to the luer hub body. Both of the cracks were jagged in appearance and became more evident when the luer hub was pulled away from the suture wings. The catheter body appeared to be normal with no obvious defects. With the catheter body occluded, water was injected into the catheter luer hub using a lab inventory 10 ml syringe. A leak was observed from the juncture hub when the catheter was pressurized. The location of the leak was consistent with the cracks identified during the visual inspection. A device history record (DHR) review was performed and no relevant findings were identified. The product instructions for use (IFU), s-04400-117a, cautions that alcohol and acetone can weaken the structure of polyurethane materials. Information regarding chemical contact was not provided by the customer. (Con't) other remarks: the reported complaint for a catheter leaking in use was confirmed through functional and visual inspection of the returned complaint sample. Microscopic examination of the returned sample revealed cracks along each of the luer hub suture wings. The cracks were both along the base of the suture wings where the wings connect to the luer hub body. A functional leak test confirmed the catheter leaked at this location. Based on the location and jagged appearance of the cracks, it was determined that the root cause is operational context.

Event description:
The customer alleges that during use, the injection hub was cracked and leakage was confirmed. A new device was used. No delay or interruption in therapy. No patient injury reported.